Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.

Event description:
Affiliate reported that on insertion of the bactiseal ventricular and distal catheter into the ventricle the surgeon could not obtain adequate csf draining. As a result the surgeon used a different device and achieved flow.